Event description:
N/a.

Manufacturer narrative:
Updated fields: d4 (version or model #, version or model # & unique identifier (UDI) #), h6(type of investigation, investigation findings, investigation conclusions), h10: additional information: e1 (event site postal code:(B)(6), event site state: (B)(6) ). Getinge field service engineer (fse) found customer complained that low vacuum error in machine. Checked the machine and found error in log. Reconnect all boards and reset all tubings and connections of pneumatic assembly. Performed all functional tests successfully and observed the machine for 3-4 hours. Machine is working ok and handed to the customer in working condition.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit has low vacuum error. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.